Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) found that the full height drawer was difficult to pull, replaced the missing dog bone, a hardware adjustment was performed and confirmed that the issue was resolved. After the repair, the drawer was tested and confirmed to be functioning properly. The customer then inventoried medications in all pockets to verify normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis drawer 3 at the (B)(6) keeps jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.